Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 202mg/dl. It was reported that the customer's levels had been as high as 510mg/dl. It was reported that the customer treated with insulin pen. The customer was unable to troubleshoot at the time of call due to not being on pump therapy. It was reported that the customer's healthcare provider directed them to get off the pump. It was reported that the pump would be replaced and returned for analysis.